Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient alleged that the subject meter started reading inaccurately at 1:48pm on (B)(6) 2019, when she obtained alleged inaccurately erratic blood glucose results of ¿414, 190 and 207 mg/dl¿ within 20 minutes of each other. The patient manages her diabetes with januvia and glyburide oral medication. She stated that at 12 noon on (B)(6) 2019, she administered her usual dose of medication. She reported that on the evening of (B)(6) 2019, she became ¿incoherent¿. She stated that she tested and got a reading of ¿110 mg/dl¿ at about 9:30pm. She reported that she was taken to emergency clinic and a test was performed with clinic meter with a reading of ¿53 mg/dl¿. She stated that she received treatment of ¿IV glucose¿. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure. The cca confirmed that the patient had used the same approved sample site to obtain the blood samples. However, the patient¿s testing steps were incorrect as the meter was incorrectly coded to calcode 24 instead of 25, invalidating the results obtained. The cca educated the patient on the correct testing steps and assisted her to change the calcode; the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining alleged inaccurately erratic results on the subject meter.